Event description:
New information received notes that several non-sustained oversensing episodes were noted during device interrogation. Some of these episodes were due to v noise and few non-sustained vt. Related egms were not available. Physician programmed the non-sustained vt trigger with high priority. Patient's condition was good and will be followed-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, several non-sustained oversensing and few non-sustained vt episodes due to noise were observed. Noise was not reproducible with isometrics. Review of session records suspects lead damage and lead replacement was recommended. Physician decided not to take any action at this moment. Patient's condition was good.

Event description:
During an elective system revision, the durata lead was capped and replaced. The patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during follow-up, noise was present on the ventricular channel and the pacing lead impedance of the rv lead was below the lower limit. Patient was scheduled for lead revision. During procedure, the physician could not add a new hv lead due to an obstruction of the vessel. Physician decided that no further actions will be performed. Patient was in good condition.

Event description:
New information received notes that the lead is still implanted and active.